Event description:
It was reported that the patient went to the emergency room on (b)(6) 2026, due to patient's blood glucose (BG) level approximately to 600 mg/dL while wearing the Pod between 4 and 24 hours. The reason for high BG because POD malfunctioned as it was not delivering enough insulin. The patient had symptoms of nausea, vomiting and loss of consciousness. As treatment, the patient received intravenous fluids. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone14.5.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.